Manufacturer narrative:
Returned for evaluation was a 45cm unifuse catheter. A visual review of the catheter noted that sample was missing the most distal marker band. The proximal band was attached and correctly located. The band measurements met dimensional specifications. The band was not cracked or split and appeared to have been swaged and embedded per manufacturing specifications. The occluding ball wire (B)(4) was able to be advanced in the catheter with no unusual resistance. The catheter tubing met all dimensional specifications. The 5f marker band also met dimensional specifications and crimp marks were visualized on the shaft of the catheter tubing. The customer's reported complaint description of a marker band detaching is confirmed. Only the distal marker band was detached. The device evaluation of the returned sample showed no manufacturing non-conformances. The catheter tubing and detached marker band met dimensional specifications. A definitive root cause for the marker band detachment cannot be determined, although the most possible root cause could be due to the patient's anatomy. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The marker bands are 100% inspected during the manufacturing process. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: the patient under went a declot procedure in a fistula in an upper extremity. The procedure was successfully completed. However, as the catheter was being removed, it was noted the tip/marker band had detached inside of the patient. The tip/marker band was successfully removed with no report of permanent harm or injury to the patient. The reported defective disposable device has been returned to the manufacturer for evaluation.